Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Premarket identification k072642.

Event description:
Doctor reported that the crowns on the pillars used for dental rehabilitation had mobility. Screws fractured at the thread of the screws and were removed. Pacient had to return to place new screws. Tooth position affected: 15 and 17.

Manufacturer narrative:
Two screws were returned for investigation. Visual inspection via naked eye and camera magnification identified both screws were fractured at the threads. Signs of use and wear were also observed at the drive feature of the screws. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Per: no pre-existing conditions were noted on the per. Bone density type is unknown. The reported devices were located on an tooth sites #15 & 17 (fdi) and were used for an 1 year and 1 month. Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev h - july 2021 / biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: 'precautions' 'breakage' 'warning' per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR review: DHR review could not be performed since the subject lot number was not provided. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review: a complaint history review was performed by item number (ilrghg) for similar events, going back 12 months from notification date, (complaint category keywords: fracture screw) and there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Post market trend review: august post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (ilrghg x 2). Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.